Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe, probe, and wash station. The fe performed the probe adjustment. The fe also performed the reader camera alignment, optic and fine optic adjustments. The fe made new reference image. The provue was able to run without error. Repairs have returned this instrument to expected operation. (B)(4)